Event description:
During a follow-up in-clinic, decrease in defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was alleged but not confirmed. Reprogramming was performed to resolve event. The patient was stable.